Event description:
A remote transmission for an asymptomatic patient showed many episodes right ventricular oversensing due to apparent lead noise and no output. The patient will be brought in for further assessment. No additional information was available.